Manufacturer narrative:
Insulin pump passed the displacement test, operating currents, self-test and off no power test. No battery out limit alarm. Unit received with intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive. She changed her infusion set and when she released the act button, the insulin pump kept priming up to the max 25.0 units. She changed the battery and received a battery out limit alarm. The customer was unable to clear the alarm because the buttons were unresponsive. Customer's blood glucose level was 230 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.